Event description:
It was reported by the customer that their infusion set contained air bubbles. Assisted customer with new reservoir and instructed on how to fill reservoir correctly. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Advised customer device was functioning properly and to monitor. Blood glucose level was 313 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).